Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was not reviewed, and device would not power on. The device was visually inspected and there was a bubbled downstream occlusion seal. A functional test was performed and the reported issue was not confirmed. The probable cause of the reported issue was due to the downstream occlusion seal or main board. As a result, the downstream occlusion seal and main board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41541. There was unknown patient involvement, no injury was reported.